Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors were faulty. The customer reported that they found a missing cannula after removing the sensor. The customer reported that the sensor would not connect to the transmitter. The customer's blood glucose was 12.3 mmol/l at the time of incident. The customer stated that the sensor did not connect to the transmitter during troubleshooting. The sensor will be returned for analysis.